Event description:
On 05/05/2022, it was reported by a distributor via (B)(4) that a ar-613-1 keel punch handle is cracked, declaring the device unusable for use. This was discovered during an unknown time with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual investigation noticed the handle has nicks around it and the tip of the impactor sleeve is damaged. The most likely cause of the reported failure is use error.